Event description:
It was reported post diagnostic procedure, a 6f angio-seal was used. The deploying physician stated that when pulling up on the device and pushing down on the tamper tube, the patient lifted his waist in a jumping motion. The patient was calmed and the deployment was completed. The site bled and hemostasis had not been achieved. After 15 minutes of manual compression, the puncture site was dressed and pulses were checked. Pulses were present at 1 to 2+. The patient was transported to the room. Four hours later, the patient had developed pain in the right groin area and down the right leg and pulses had become faint. Diagnostic angiograms of the right common femoral artery (cfa) via left cfa access were performed. The findings revealed a focal lesion taking up 90% of the right cfa which allegedly moved with a pulsatile flow. An athrectomy procedure was performed and material from the affected area was removed. During the procedure, some of the material from the affected area migrated down to the profunda which was a small vessel. A stent was placed in the superficial femoral artery (sfa) closing off the profunda. The angiogram revealed a 100% open lumen of the right cfa. The patient had bounding pulses of 2+ after this procedure. The patient was reportedly doing fine and was discharged.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU caution should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.